Event description:
Based on an evaluation of the incident description, it is uncertain as to the exact cause of the injuries sustained during a heart catheterization procedure by this 73 year old pt (vessel dissection). The physician involved does not "blame the product"; however, co is reporting this event since the devices used were used in the procedure. Last pt status was stable, out of surgery.